Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a re-stenosed, concentric lesion in the mid right coronary artery with mild tortuosity, heavy calcification and 90% stenosis. A 3.75x12mm nc trek balloon dilatation catheter (bdc) was advanced without resistance but when inflated for the first time at 8 atmospheres/10 seconds the balloon ruptured. The balloon dilatation catheter was simply removed from the patient anatomy. Reportedly, the device was soaked and air aspiration was performed prior to use in the anatomy. Another non-abbott balloon catheter was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.